Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as there was no physical damaged noted to the affected portion of the device, and all steps were followed according to the instructions for use. The event can be detected/prevented by following the instructions for use which states the detection methods in ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ and the prevention methods in ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the elite gastrointestinal videoscope exhibited foreign material inside of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.